Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 200 bd vacutainer® k2e 7.2mg plus blood collection tubes experienced label lift off/partial peel off after use. The following information was provided by the initial reporter: customer is having some issues with their secondary barcode labels sticking to 13mm tubes - they are unfurling, causing problems on automation systems. The customer is investigating the label paper stock and adhesive for the labels they are using and would like to exclude any changes in the bd vacutainer label or tube.